Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, there was difficulty advancing the 29mm commander delivery system (ds) with the valve through the 16fr esheath+. The ds was pulled back and advanced again, with resistance still noted. Once the valve reached the distal tip of the esheath+, the distal tip of the esheath+ became torn. The valve was successfully implanted. Upon removing the esheath+, all its pieces were accounted for and still together (no detachment). Per report, there was no injury to the patient who was in stable condition at the conclusion of the procedure.

Manufacturer narrative:
The investigation is ongoing.